Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was explanted. The patient with this lead and an implantable cardioverter defibrillator (ICD) was experiencing oversensing. An invasive procedure was performed and the physician found an insulation problem from the terminal pin to the coil. The rate sensing portion was replaced with a rate sensing lead.